Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon for polypectomy during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip would not deploy. The procedure was completed. There were no patient complications reported as a result of this event.